Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urge incontinence. It was reported that the patient could not get her device to connect to her controller. No troubleshooting attempts were made and the issue was not resolved. There were no symptoms or further complications reported or anticipated.